Event description:
Caller states patient tested 3.0 inr on the coaguchek xs system; 8 hours later, patient was admitted to the hospital. Lab value returned as 4.3 inr and the patient later died from a gastrointestinal (gi) bleed. Caller states the patient had been in good health when they had tested 3.0 inr that day. The hospital blood results showed platelet levels of "85" and the liver function test was very poor. Requested return of suspect device, however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in foreign country.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller states pt tested 3.0 inr on the coaguchek xs system; 8 hours later, pt was admitted to the hospital. Lab value returned as 4.3 inr and the pt later died from a gastrointestinal (gi) bleed. Caller states the pt had been in good health when they had tested 3.0 inr that day. The hospital blood results showed platelet levels of "85" and the liver function test was very poor. Requested return of suspect device; however, caller no longer has the test strips; replacement was sent.

Event description:
Caller states patient tested 3.0 inr on the coaguchek xs system; 8 hours caller states patient tested 3.0 inr on the coaguchek xs system; 8 hours later, patient was admitted to the hospital. Lab value returned as 4.3 later patient was admitted to the hospital. Lab value returned as 4.3 inr and the patient later died from a gastrointestinal (gi) bleed. Inr and the patient later died from a gastrointestinal (gi) bleed. Caller states the patient had been in good health when they had tested caller states the patient had been in good health when they had tested 3.0 inr that day. The hospital blood results showed platelet levels of 3.0 inr that day. The hospital blood results showed platelet levels of '85' and the liver function test was very poor. Requested return of '85' and the liver function test was very poor. Requested return of suspect device; however, caller no longer has the test strips; suspect device, however caller no longer has the test strips; replacement was sent. Replacement was sent.